Manufacturer narrative:
The customer replaced the vacuum adjustment knob. No report of patient involvement.

Event description:
The hospital reported a malfunction resulting in the loss of suction. There was no report of patient involvement.